Event description:
A female doctor claims that the gloves left a chemical residue on her hands and skin/eyes touched after the gloves were removed despite handwashing. There were signs of redness, swelling and irritation shortly after use and were localized to areas of contact. The gloves are stored in accorance with standard practice in clean, temperature controlled environment. As a result, the doctor needed to seek medical evaluation.